Event description:
An operative report received by medtronic ave stated that the pt had a history of chronic renal insufficiency and bilateral renal artery occlusive disease with prior left renal stent angioplasty. It is reported that the pt had bilateral iliac artery stenosis. The pt was taken to the operating room for repair of a large aortic iliac aneurysm. The pt had previously undergone a redo stent angioplasty of the left renal artery. A right and left groin incision was made. A left femoral false aneurysm was encountered, which required immediate attention, dissection and primary repair with prolene suture. The physician stated that the iliac arteries were noted to be significantly more atherosclerotic than originally anticipated. A 0.035 guidewire was passed retrograde from both femoral arteries to the abdominal aorta. A pigtail catheter was placed from the right side and positioned at the level of the renal arteries. A 22 french sheath was slowly advanced up the left external iliac system. With moderate difficulty, it was successfully passed into the infrarenal aortic aneurysm. A 28mm x 16mm diameter x 16.5cm aneurx stent graft was inserted and positioned at the immediate infrarenal location. Due to the presence of the previous renal stent, immediate infrarenal position was accomplished without dye insertion. The stent graft was deployed from the infrarenal position into the left external iliac. A peri-renal aortic injection was obtained delineating prompt flow into both right and left renal arteries with good infrarenal positioning of the bifurcated stent graft. The gate of the contralateral limb was successfully cannulated from the aneursym body with a 0.035 guidewire. This allowed exchange with a super-stiff amplatz wire and passage of a 16 french sheath from the right femoral artery. A 16mm diameter x 11.5 cm length iliac limb graft was inserted and deployed on the right. Significant constraint in the very proximal right iliac position. A constraint in the proximal portion of the left limb from compression was dilated with the same 14mm angioplasty balloon, as well as constraint and constriction within the left common iliac artery. Iliac arteriograms indicated preserved hypogastric flow on the right and no evidence of retrograde endoleak. On the left, extravasation from the native iliac artery was evident into the retroperitoneum. A 12mm limb graft was placed in the external iliac artery and bridge the 16mm device and extending across the hypogastric artery into the external iliac which demonstrated considerable dissection. The junctions of the two were sealed with a 16mm cuff placed 2.5cm into the left limb of the aortofemoral device and 2cm into the 12mm device. An 8mm angioplasty balloon was utilized to assure full expansion of the 16mm limb inside of the original 16mm limb graft. A retrograde iliac arteriogram demonstrated no evidence of additional endoleak or extravasation. The pt developed moderate hypotension responding to saline administration. Following several liters of saline administration, it was elected to begin a blood transfusion for presumed retroperitoneal blood loss. The introducer guidewire and balloon catheter were removed. The femoral arteries were closed accordingly with 5-0 prolene. Good pulses were noted throughout the femoral artery proximal and distal to the repair site. The pt was taken to the intensive care unit in guarded condition, pending assurance of stabilization of the hemoglobin and hematocrit. No additional clinical sequelae were reported related to the complaint.

Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were successfully implanted for the treatment of an abdominal aortic aneurysm in 2001. It is reported that the pt had a history of chronic obstructive pulmonary disease, coronary artery disease, peripheral vascular disease and renal stenosis. The diameter of the proximal non-aneurysmal aortic neck was 25mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 180mm. It was reported that there was a dissection/tear of the left common iliac artery requiring treatment with an add'l aneurx stent graft. A 12mm diameter x 8.5cm length iliac leg graft was implanted to treat the dissection/tear. The add'l stent graft implanted caused the left hypogastric artery to be occluded. The final angiogram demonstrated a transgraft leak and successful outcome (exclusion of the aneurysm). There were no complications and no add'l clinical sequelae reported relative to the event.